Event description:
The doctor reported the implant was removed due to osseointegration failure, 6 months after implant placement. Bone quality around the area was type ii and iii, and oral hygiene around the implant was good. Non-integrated implant was found during the implant removal surgery. Bone augmentation material was used in implant placement surgery. The patient has since recovered, and will need a new implant.